Event description:
A us distributor contacted zoll to report that a patient developed body aches from the lifevest equipment. There was no alleged device malfunction contributing to the aches. The patient¿s physician prescribed pain medication for the body aches. Follow up indicated that the pain improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.